Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and the capped vent filter was damaged. A pressure test and clear passage under water were performed, and a leak was observed in the capped vent filter. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the air vent. This was observed during an infusion. The device contained iron, and a pump was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.